Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance deploying the thumb advancer, failure to split the sheath and metal part outside of the sheath (bent garage leaves) were confirmed based on the returned device condition. The reported sheath stretching was not confirmed based on the returned device condition. The reported firing problem could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was resistance advancing the thumb advancer. The sheath did not split easily or as expected. The sheath stretched and blocked the slider during thumb advancement. The clip got stuck in the material of the sheath, and the metal part which is advanced by the thumb advancer was pushed by this outside of the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.